Event description:
It was reported that during implant, the lead appeared "difficult to handle". When the physician attempted to extend the helix, the helix jumped out. The lead was removed and the helix cleaned and it was attempted again, but the same result occurred of the helix jumping out. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the full lead was returned and analyzed. There were no anomalies found. (B)(4).